Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain which has started after essure insertion;has continued for years but she has not visited in gyn policlinic") and fallopian tube perforation ("implant´s lateral head was about 2-3 mm through muscularis of tube in left but not thought the peritoneum, between latum leaves a bit bulged") in an adult female patient who had essure (ess205) inserted. The patient's medical history included rr disease. Relevant medical history: rr disease, treated. Concurrent conditions included menopause, uterine myoma, nickel sensitivity and hormone replacement therapy since 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic fallopian tubes and essure removal on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and fallopian tube perforation outcome was unknown. The reporter considered abdominal pain lower and fallopian tube perforation to be unrelated to essure (ess205). The reporter commented: essure insertion was performed without problems. On control (B)(6) 2014 the patient was satisfied and implants were in situ. Removal was performed at patient's request. After removal, fallopian tubes were sent to pathologist, location of implants was normal, and the physician considers that implants have not any connection to the patient's symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("implant´s lateral head was about 2-3 mm through muscularis of tube in left but not thorough the peritoneum, between latum leaves a bit bulged") and abdominal pain lower ("lower abdominal pain which has started after essure insertion / has continued for years but she has not visited in gyn policlinic") in an adult female patient who had essure (ess205) inserted. The patient's medical history included unevaluable event. Relevant medical history: rr disease, treated. Concurrent conditions included menopause, uterine myoma, nickel sensitivity and hormone replacement therapy since 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and fallopian tube perforation to be unrelated to essure (ess205). The reporter commented: essure insertion was performed without problems. On control (B)(6) 2014 the patient was satisfied and implants were in situ. Removal was performed at patient's request. After removal, fallopian tubes were sent to pathologist, location of implants was normal, and the physician considers that implants have not any connection to the patient's symptoms. Physician reports that implant´s lateral head was about 2-3 mm perforated muscularis part of the tube but implant was otherwise normally located and lateral head was between latum leaves, it had not perforated peritoneum/latum. Fallopian tubes and implants removed due to patient´s wish. Connection to lower abdominal pain is unclear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on 19-mar-2019: fu from physician via fi ha valvira. Ha number added. Reporter's comment updated, essure removal date amended from (B)(6) to (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.